Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 52 mg/dl and has treated with juice. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No button error alarm noted. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had a cracked lcd window, cracked case near lcd window corner, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.